Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked from a pin size hole while administering docetaxel to a patient. This was further described as ¿pin hole leak when a slide clamp was released, chemo fluid projected several inches from the source toward the nurse administering¿. There was no report of patient or staff injury and no report of medical intervention associated with this event. No additional information is available.